Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display and insulin flow blocked alarms due to display anomaly.